Event description:
Physician reported the patient experienced cloudy and blurry vision one month postoperative implant of the intraocular lens (iol). Visual acuity gradually reduced from 20/20 to 20/30. Surgeon suspects the implanted iol may be opacified.

Event description:
It was reported that the line connected with one of the transducer was cut.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Rec'd (1) double dpt kit. Pressure tubing (from cvp pressure line) was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock).